Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was revealed the atrial lead had a presence of high pacing impedance and lead noise. A fluoroscopy was completed to confirm lead fracture. The lead was capped and replaced on (B)(6) 2020. The patient was recovering.